Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient underwent a tha 16 years ago. It is also stated that the x-rays show some wear. Update 8/21/2017 review of medical records indicate revision for polyethylene bearing wear, pain, and bursitis/soft tissue inflammation/reactive wear debris tissue. Harms added. Complaint updated on: 8/28/2017

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.